Event description:
It was reported that an asymptomatic patient was seen in clinic for follow-up. Inappropriate mode switches due to atrial oversensing were noted. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.